Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received multiple pump error alarms. The customer was sleeping when the alarms occurred. The customer¿s blood glucose level was 14.9 mmol/l. Troubleshooting was performed. There was no clear indication that the alarms were cleared. The device will be replaced. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected hardware low level failures , the hardware rtc date and time disagrees with the software maintained date and time during testing however,hardware low level failures ,the hardware rtc date and time disagrees with the software maintained date and time are found in the formatted history file due to a software error.